Event description:
It was further reported that the patient primary controller was exchanged and the back up controller is now the patient's primary controller.

Manufacturer narrative:
A supplemental report is being submitted for an update to: -b5.desc evt problem -additional products: d1: controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-aug-2018 / serial#: (B)(6), UDI#: (B)(4), h4: mfg date: 31-aug-2017 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: (B)(6) and two (2) controllers (B)(6) were not returned for evaluation. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event. Review of the controller log files associated with (B)(6) revealed a controller fault alarm logged on (B)(6) 2023 at 19:20:02, indicating an issue with the internal battery. A vad disconnect alarm was logged on (B)(6) 2023 at 11:19:12, indicating a physical disconnection of the driveline from the controller. The vad disconnect alarm was followed by a controller power-up event at 11:20:25, with a subsequent vad disconnect alarm logged at 11:20:33, indicating that the controller was powered on while the driveline was still not connected to the controller. The vad disconnect alarm cleared at 11:20:36, indicating that the driveline was reconnected to the controller, and a successful motor start event was logged at 11:20:42. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 28% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 98% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and a power adapter was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 65 seconds. An additional controller fault alarm was logged at 11:54:49, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. Review of the controller log files associated with (B)(6) revealed several controller power-up events on (B)(6) 2023 between 11:42:52 and 15:45:35. Analysis of the event log file revealed that various settings, including the speed, hematocrit, and alarm thresholds, were being set in between the first two controller power-up events. Additionally, review of the event log file revealed that, prior to the first power-up event, the controller last had power on (B)(6) 2022, indicating that the controller power-up events likely occurred during the programming of the controller and/or the attempted controller exchange. However, the controller power-up events were not associated with a motor start event; there was no indication that the pump was ever in use with (B)(6). Of note, information received from the site indicated that the back-up controller was connected to the monitor at the time of controller exchange and the vad should have been started from the monitor, but this was not done. Considering that the vad was not started from the monitor, the pump was unable to restart on (B)(6), which was likely perceived as the reported ¿failed to restart¿ event. As a result, the reported event was confirmed. The most likely root cause of the reported pump failure to restart can be attributed to the site not starting the vad from the monitor, as described in the event details. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarms event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. A possible root cause of the loss of power on (B)(6) can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: - 407652 lead, implanted (B)(6)2012 - 693565 lead, implanted (B)(6)2012. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 31-dec-2018 / serial#: (B)(6) UDI#: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 14-dec-2017 h5: no h6: patient ime code(s): e0602, e011903 h6: imf code(s): f08, f12 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ controller. D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: h5: no h6: patient ime code(s): e0602, e011903 h6: imf code(s): f08, f12 h6: img code(s): g04035 h6: FDA device code(s): a0708 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16. Additional information has been requested regarding the event details of the event and back-up controller serial number, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s primary controller exhibited a controller fault alarm due to internal battery end of life. Approx imately three days later, the controller exhibited a controller fault alarm also due to the internal battery end of life. The patient presented with a planned in-clinic controller exchange with their back-up controller. Upon exchange to the back-up controller, the ventricular assist device (vad) stopped, and the patient quickly became unconscious, apneic and code blue was called. Of note, two vad disconnect alarms and a controller loss of power were exhibited. Chest compressions were started for 30 seconds, and their back-up controller was quickly switched back to the original controller. The vad regained function and flow and the patient was quickly awake with normal mean arterial pressure (map) in the 80s, sinus tach, which was initially altered, but became alert and oriented (ao) x3. The vad was interrogated with stable flows and the patient was subsequently transported to the emergency department for further care. It was further reported that the vad had failed to restart because the back-up controller was connected to the monitor at the time of controller exchange and the vad should have been started from the monitor but was not done. The vad, primary and back-up controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no loss of power to the controller. During the controller exchange there was always one power source connected to the controller.